Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pelvic pain') in an adult female patient who had essure (batch no. 626213) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent for confirmation test". The patient's medical history included vaginal delivery in (B)(6) 2007, ectopic pregnancy, multiparous and d & c. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches") and depression ("psychological or psychiatric problems condition: depression") and was found to have uterine leiomyoma ("other injury(ies) or complication(s) please describe: uterine fibroid"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), fatigue ("fatigue") and weight fluctuation ("weight gain/loss specify which one"). The patient was treated with surgery (laparoscopic removal of essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and abdominal pain had not resolved and the vulvovaginal pain, vaginal haemorrhage, menorrhagia, fatigue, migraine, depression, weight fluctuation and uterine leiomyoma outcome was unknown. The reporter considered abdominal pain, depression, fatigue, menorrhagia, migraine, pelvic pain, uterine leiomyoma, vaginal haemorrhage, vulvovaginal pain and weight fluctuation to be related to essure. The reporter commented: discrepancy with date(s) of insertion: (B)(6) 2008 (as per ppf); (B)(6) 2008 as per summons. Plaintiff received treatment for pelvic pain, and abdominal pain. Insertion date discrepancy noted: (B)(6) 2008 (as written-discrepancy noted). Right tubal ostia: four coils. Left tubal ostia: four coils. Most recent follow-up information incorporated above includes: on 1-oct-2019: pfs received. Events per pfs: abnormal bleeding (vaginal, menorrhagia), fatigue, migraines / headaches, psychological or psychiatric problems condition: depression, weight gain/loss, uterine fibroids and vaginal pain were added. Lot number received. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent for confirmation test". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and abdominal pain had not resolved. The reporter considered abdominal pain and pelvic pain to be related to essure. The reporter commented: discrepancy with date(s) of insertion: (B)(6) 2008 (as per ppf); (B)(6) 2008 as per summons. Plaintiff received treatment for pelvic pain, and abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: plaintiff fact sheet received: event injury nos was updated with pelvic pain and abdominal pain and she did not underwent for confirmation test, reporter (consumer) information updated, patient date of birth, age group added. Lab data added, essure indication updated, product start date updated and stop date added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pelvic pain') in an adult female patient who had essure (batch no. 626213) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent for confirmation test". The patient's medical history included vaginal delivery in (B)(6) 2007, ectopic pregnancy, multiparous and uterine dilation and curettage. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches") and depression ("psychological or psychiatric problems condition: depression") and was found to have uterine leiomyoma ("other injury(ies) or complication(s) please describe: uterine fibroid"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), fatigue ("fatigue") and weight fluctuation ("weight gain/loss specify which one"). The patient was treated with surgery (laparoscopic removal of essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and abdominal pain had not resolved and the vulvovaginal pain, vaginal haemorrhage, menorrhagia, fatigue, migraine, depression, weight fluctuation, and uterine leiomyoma outcome was unknown. The reporter considered abdominal pain, depression, fatigue, menorrhagia, migraine, pelvic pain, uterine leiomyoma, vaginal haemorrhage, vulvovaginal pain, and weight fluctuation to be related to essure. The reporter commented: discrepancy with date(s) of insertion: (B)(6) 2008 (as per ppf); (B)(6) 2008 as per summons. Plaintiff received treatment for pelvic pain, and abdominal pain. Insertion date discrepancy noted: (B)(6) 2008 (as written-discrepancy noted). Right tubal ostia: four coils. Left tubal ostia: four coils. Lot number: 626213. Manufacture date: 2007-11. Expiration date: 2009-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.